Event description:
Complainant alleged that during pt (age and gender unknown) treatment, the internal handle's plug was observed to have been melted after being autoclaved. The staff replaced the internal handle and continued pt treatment. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The part number of the device that the complainant reported to zoll, indicates that the facility attempted to autoclave a set of internal handles that are not autoclavable. These internal handles are only approved for eto sterilization.